Event description:
Deflation of left breast implant with open capsulotomy, followed by lateral removal and replacement with another MFR. Initial use of device.

Event description:
Deflation of left breast implant with open capsulotomy, followed by lateral removal and replacement with hutchison. Initial use of device.